Event description:
Priming IV tube with medication tubing broke at a connection site, med fell on floor and nurse, unable to give this med. Pharmacy called for new medication to administer. Was never connected to pt.